Event description:
It was reported that the patient had a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 20mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa and then inserted the wds. The closure device was deployed in the patient, but transesophageal echocardiogram (tee) imaging showed that the device was distal to the circumflex artery. The closure device was recaptured in order to reposition the wds. At that time, it was noted on imaging that the was had migrated out of the laa. The tip of the was near the mitral annulus. The physician maneuvered the was in a superior position to obtain access back into the laa. Imaging showed that the was in the left upper pulmonary vein. The physician was then planning to remove the wds and insert a pigtail device to place the was back into the laa. Imaging at this time, showed that there was a small pericardial effusion with cardiac tamponade. The physician stopped all movement of the was to monitor the patient. The pericardial effusion was slowly getting larger. The physician then removed the wds along with the was. The patient was administered protamine to reverse the heparin. The patient had a change in hemodynamics with systolic blood pressures noted to be in the 80s. The patient was being given fluids along with neo-synephrine. The physician then performed a pericardiocentesis to treat the effusion. The patient remained stable and showed an improvement in their hemodynamics. The physician believed that a surgical procedure to locate the source of the pericardial effusion and surgical ligation of the laa would be the most beneficial for the patient. The patient underwent open heart surgery to treat the pericardial effusion and had the laa ligated. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery from this event.